Manufacturer narrative:
Additional information: b5, h6 (health effect - impact code). Correction: b3. Internal complaint reference: (B)(4).

Event description:
It was reported that, after thr surgery had been performed on (B)(6) 2014, the patient experienced a breakage of the neck of the stem. This adverse event was solved by revision surgery on (B)(6) 2025, in which the syn sel ii por ho 10/12 sz 12 and the oxinium hd 10/12 32mm +5 ext were removed. There was a 3-hour delay in extracting the stem. Patient's current health status is unknown. No further complications were reported.

Event description:
It was reported that after thr surgery had been performed on (B)(6) 2014, the patient experienced a breakage of the neck of the stem. This adverse event was resolved by revision surgery on (B)(6) 2025, in which the syn sel ii por ho 10/12 sz 12 and the oxinium hd 10/12 32mm +5 ext were removed. The patient's current health status is unknown. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: case (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
Internal complaint reference: (B)(4). Additional information: d9: is this device available for evaluation?; d10: concomitant medical products and therapy dates; e1: name and address; h3: device evaluated by manufacturer?; h6: adverse event problem (health effect - clinical code and type of investigation). D6b was corrected and updated. H11: the associated device was returned and evaluated. The visual inspection revealed that the neck of the device fractured, with the head still in the concomitant device. There is debris on the returned items. A lab analysis performed on the device revealed no deviations in material or manufacturing were noted. Bony on growth on the proximal end of the stem suggests good fixation after implantation. The lack of wear on the femoral head suggests proper fitment and function of the device. Damage to the femoral head could have been caused by extraction or contact with the top portion of the failed stem. Damage to the stem could have been caused by extraction or contact with the femoral head or possibly the acetabular cup. Microscopic imagery suggests a crack propagated its way through a cross section of the stem until failure occurred due to lack of cross section area remained to support the loading of the devices. As part of the observation, it should be noted that the neither the acetabular shell nor the liner were returned for examination. The clinical/medical investigation concluded that, a definitive clinical root cause cannot be concluded, although daily activities, patient weight/patient factors, and/or mechanical factors cannot be ruled out as potentially contributing to the neck fracture after 11 years in-vivo. It is likely that the proximal osseointegration contributed to the extended 3-hour surgical delay; however, this cannot be confirmed based on the limited information provided. A review of the production order of the shell, the acetabulum prosthesis, the stem and the oxinium head did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers of the shell, the acetabulum prosthesis, the stem and the oxinium head over the past 12 months and for the respective batch numbers based on historical data of the device did not reveal similar events for the listed devices. A review of the instructions for use documents for total hip systems provides complete guidelines of indications, contraindications, warnings and precautions and possible adverse effects that may occur preoperative, during surgery or post operative. The adverse events in primary and revision surgery section states that failure to observe the warnings and precautions, trauma, strenuous activity, implant alignment, patient non-compliance, involuntary muscular disorders, improper or duration of service increase the risk of loosening, bending, cracking, or fracture of implant components, which may lead to revision surgery. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this products and event. According to the inspection drawing, the final inspection includes the verification of part configuration per print. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient anatomy, abnormal loading of limb, excessive forces and/or injury. Based on this investigation, the need for corrective action is not indicated. Should the stem and/or the oxinium head or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.